Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a (B)(6) female pt's daughter contacted zoll customer support to report that the pt had a severe psoriasis skin condition which was causing severe irritation and bleeding under the front therapy electrode. On (B)(6) 2011 the pt's nurse expressed concerns of burns from the irritation. There was no additional follow up on the condition of the irritated area.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.